Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. Evaluation conclusion: the manufacturer only investigated the internal battery.

Event description:
The manufacturer received information alleging an issue with a ventilator's internal battery. The device was not in patient use. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an issue related to the internal battery occurred. The internal battery was replaced to address the issue. Additional information received from the third party service center states the ventilator's lcd screen was blank. The device's lcd screen was replaced to address the issue.